Event description:
Based on a review of medical records provided by the pt's attorney: (B)(6) 2004, ventral hernia repair with a composix kugel mesh. On (B)(6) 2004, removal of infected mesh, hernia repair with sutures.

Manufacturer narrative:
The device associated with this event was originally reported to davol as a recalled composix kugel mesh; therefore, davol originally reported this event to the FDA in accordance with (B)(4). Subsequently, davol has received additional event info indicating that the associated event device is not a recalled composix kugel mesh; therefore, we are submitting this MDR based on the add'l info received. Currently, it is unk whether the device may have caused or contributed to the alleged event. The pt reportedly developed an infection. The medical records do not indicate the mesh as the source of the reported infection. It was noted that cultures were taken. However, those results were not included in the provided medical records. While there is no indication that the mesh was the source of the pt's infection. The IFU states: "if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection, however, may require removal of the prosthesis." A mfg review, which included review of sterility records, did not find evidence of a mfg related cause for the alleged event. Additionally, no sample has been returned for eval. With the info provided, no conclusion can be drawn.